Manufacturer narrative:
The tech found the side rail latch cover was bent. The side rail latch cover was reshaped to keep the cover from preventing locking of the latch by the tech to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.